Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients paddle was too eccentric to the right and needs to be adjust however during the procedure the paddle lead was damage during the exposure. The patient underwent a lead replacement procedure and doing well post operatively. The explanted device will not be return.